Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing was noted. The insulin pump was also received with a broken reservoir tube lip, minor scratches on the lcd window, a scratched case, a scratched reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Buttons were not pressed for a prolonged period and the insulin pump had not recently been exposed to moisture. The customer's blood glucose was reportedly high, which was treated with a syringe. It was advised to revert to a back-up treatment plan. Nothing further was reported.